Event description:
It was reported that a patient (pt) had an unspecified break in aseptic technique during peritoneal dialysis (pd) therapy which caused peritonitis. On an unknown date, the pt was hospitalized for the event. On an unreported date, the pt was treated for the peritonitis with injection (inj) vancomycin, 1 gm/loading dose (ld) (route not reported) and injection fortum, 1 gm (frequency and route not reported). At the time of this report, the peritonitis had resolved, the pt was recovered, and antibiotic treatment was still ongoing. At the time of this report, dianeal therapies were ongoing. Additional information is not available.

Manufacturer narrative:
Complaint no: (B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
(B)(4). The action taken with the dianeal therapies was not reported (previously reported as ongoing). Should additional relevant information become available, a follow-up report will be submitted.